Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, foreign matter was noted on the burr. The target lesion was located in the left anterior descending artery. Initially, the physician utilized a 1.5mm rotablator rotalink plus burr to treat the lesion, and then the physician upsized to a 1.75mm rotalink burr and treated the lesion successfully. The physician attempted to remove the burr in dynaglide mode, and the system made a high pitch sound and the burr stopped. The burr was removed manually and a piece of fiber was noted on the burr. The procedure continued with stenting of the lesion successfully. No patient complications were reported and patient status was listed as fine.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, foreign matter was noted on the burr. The target lesion was located in the left anterior descending artery. Initially, the physician utilized a 1.5mm rotablator rotalink plus burr to treat the lesion, and then the physician upsized to a 1.75mm rotalink burr and treated the lesion successfully. The physician attempted to remove the burr in dynaglide mode, and the system made a high pitch sound and the burr stopped. The burr was removed manually and a piece of fiber was noted on the burr. The procedure continued with stenting of the lesion successfully. No patient complications were reported and patient status was listed as fine.

Manufacturer narrative:
Device evaluated by MFR: the burr unit was returned connected to the related advancer unit. A guidewire was returned inserted in the rotablator catheter & advancer unit. An initial examination of the unit was carried out. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out; no issues were noted with the unit handshake connectors. On inspection of the catheter coil it was noted that clear/white material was attached to the coil and burr. An attempt was made to wet test the rotablator advancer & catheter unit and no speed was met as the handshake connection of the related advancer unit was seized. The related advancer turbine was dismantled in order to check ultem. It was noted that the ultem was melted. A melted ultem would cause speed related issues. Also, the clear/white material on the distal coil would cause speed related issues. The burr and coil were microscopically examined and no issues were noted with the annulus of the burr. There were no scratches that exposed any brass on the plated back half of the burr. It was noted on the microscopic examination of the catheter device that clear/white material was attached to the distal coil of the catheter. It is probable that on the removal of the device from the patient, the rotating burr came in contact with guide catheter resulting in the guide catheter material attaching to the coil causing resistance on the removal of the device. It is probable that when the rotating burr came in contact with the guide catheter, the rotating burr also came in contact with the guidewire causing annulus damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).